Event description:
Philips discovered while evaluating a device for repair that the heartstart xl+ is experiencing a cable cover that is flattened. There was reportedly no patient involvement. The bench repair technician (brt) evaluated the device and confirmed the cause of the device not passing the operation control test was due to the hif pca to processor pca cable being defective; however, the device had reached it's end of life period. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october, 2017. The end of life (eol) is scheduled globally to end 12/31/2022, where the end of support (eos) period will then begin. The device remains at the customer's site. No further action is warranted at this time.